Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "cable insulation on pulley at the distal end is defective." Failure analysis found the primary finding of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage causing the electrical wires to show. The broken piece was not missing and was still attached to the conductor wire. There was no thermal damage found and the electrical continuity test passed. Root cause of this failure is attributed to a component failure. Additional finding not reported by the site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.055 - 0.313 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 470205-17/(B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 2 uses remaining. Review of the provided image is consistent with the alleged complaint and shows a partial breakage of the conductor wire insulation at the distal end. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being repotted due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument conductor wire cable insulation was found to be broken at the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown when the issue occurred. There are no signs of thermal damage. There was no reported cautery issue with the instrument during the last procedure usage.